Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the pacemaker was in backup mode. The pacemaker was successfully restored. There were no patient consequences.